Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula was partially deployed and the pink slide was visible; indicating a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device was received deployed. Inspection of the exposed portion of the soft cannula was observed to be torn and shortened. During investigation, the soft cannula was measured out of specification at 0.732 inches. It could not be determined when or how this damage occurred. The download data showed the pod ran for 587 pulses and was deactivated by the user. The download data contains no timeouts, drive stalls, or hazard alarms indicating that there was no issue to deliver insulin. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended.